Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1111072. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, a cause for the reported issue could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: based on the investigation, the complaint is unsubstantiated. There were no samples or photos returned. If a sample becomes available, a full investigation will be completed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced a damaged plunger rod. The following information was provided by the initial reporter: customer reported damaged item was ""unusable"", the plunger does not go to the syringe. The packages were not damaged. We found defective ones of this lot and destroyed the entire lot.